Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was suspected for lead fracture. To date, the lead remains in service. No adverse patient effects were reported. Additional information indicated that the physician confirmed a known lead fracture. The patients only indication is sick sinus syndrome (atrial) and the rv lead does not need to be used for pacing. At this time, the physician does not recommend any surgical or programming intervention for the rv lead. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was suspected for lead fracture. To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead was suspected for lead fracture. To date, the lead remains in service. No adverse patient effects were reported. Additional information indicated that the physician confirmed a known lead fracture. The patients only indication is sick sinus syndrome (atrial) and the rv lead does not need to be used for pacing. At this time, the physician does not recommend any surgical or programming intervention for the rv lead. The lead remains in service. No adverse patient effects were reported. Additional information indicated that there was a sudden rise in the impedance and a visible fracture was noted on the x-ray. A laser lead explant was performed, and a new lead was implanted successfully. There were not additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected for lead fracture. To date, the lead remains in service. No adverse patient effects were reported. Additional information indicated that the physician confirmed a known lead fracture. The patients only indication is sick sinus syndrome (atrial) and the rv lead does not need to be used for pacing. At this time, the physician does not recommend any surgical or programming intervention for the rv lead. The lead remains in service. No adverse patient effects were reported. Additional information indicated that there was a sudden rise in the impedance and a visible fracture was noted on the x-ray. A laser lead explant was performed and a new lead was implanted successfully. There were additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific. Product record reviews did not identify a product quality issue or new patient harm. Analysis of available information did not identify a specific root cause. If information is provided in the future, a supplemental report will be issued.